Manufacturer narrative:
Please note that the following sections have been updated based on additional information provided on 24 nov 2017.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils). During the procedure, while attempting to load a smart coil into a non-penumbra microcatheter, the physician did not mention resistance; however, the smart coil pusher assembly became kinked. Therefore, the smart coil was removed and the procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils). During the procedure, while attempting to load a smart coil into a non-penumbra microcatheter, the smart coil pusher assembly became kinked; therefore, it was removed. The procedure was completed using smart coil. There was no report of an adverse effect to the patient.